Event description:
Nurse noticed leaking from lipid filter when she was priming the tubing. She removed the defective lipid filter and sterilely changed it with a new filter prior to hooking it up to the patient. Product was sequestered and sent to supply chain director.